Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: g.2. Medical device type: fpa. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the wingset detached from the tube holder. This resulted in blood leakage onto the gloves of the nurse. This nurse sustained an unrelated clean needlestick injury prior to this and did not change their gloves. Potential of blood exposure through the glove. Post exposure testing was conducted and results were negative. No further impact was reported.